Manufacturer narrative:
The patient was reported to be over 18 years old. (B)(4) for the reported event of catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter was found to be broken and stretched at 36.5 cm from the distal tip. The catheter was also found to be kinked at 4 cm from the tip. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of catheter broken was confirmed. It is most likely that a stone present in the bile duct blocked the catheter or the catheter was caught by scope elevator (kinks/dents near the tip of the catheter are consistent with this conclusion); this however cannot be conclusively determined. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary tree performed on (B)(6) 2014. According to the complainant, during the procedure the catheter snapped off. There were no pieces of the device detached inside the patient and all pieces of the device were removed with the scope. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary tree performed on (B)(6) 2014. According to the complainant, during the procedure the catheter snapped off. There were no pieces of the device detached inside the patient and all pieces of the device were removed with the scope. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.